Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 0 days. (Calculated from implant date since the patient was reported to have a history of gastrointestinal bleeding that began before implant of lvad device).  Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was previously at a lower inr goal (1.5-2) due to history of gastrointestinal bleeds. The new inr goal is 2.5-3. Onset of gastrointestinal bleeding was reported to have started (B)(6) 2014 with an active bleeding ulcer found via esophagogastroduodenoscopy. Location of the bleeding was unknown. Additional information was requested, but was not provided.